Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter displayed an unknown "error" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 2:45 pm. The patient manages his diabetes with insulin (type/ amount not specified). The patient reportedly continued to take his usual dose of medications. About 5 minutes after the start of the alleged issue, the patient claims he felt a symptom of shaking. The patient denied receiving medical treatment. The patient did not have his testing supplies to retest and resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The test strip vial involved with this complaint has also been returned; however, testing was not performed since the vial was returned empty.